Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history review (DHR) of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.

Event description:
Customer called on (B)(6) 2012 and reported receiving a reading of 102mg/dl on (B)(6) 2012 at 5:33am from her precision xtra blood glucose meter which was higher than a reading of 52mg/dl received at 5:30am from her adc fs freedom lite blood glucose meter, after eating her breakfast. She further reported feeling "tired" and subsequently experienced both a loss of consciousness and a seizure. Paramedics were called, treated customer on the scene with two amps of d50 via intravenous infusion, provided food for the customer to eat and transported customer to a local healthcare facility. At the hospital customer was diagnosed with hypoglycemia and hypertension and treated with an unknown, not previously prescribed, medication to "lower (her) high blood pressure". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).